Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead exhibited increase capture threshold and decrease sensing. The lead was explanted and replaced. The patient was stable post procedure.